Event description:
It was reported that on (B)(6) 2023, a 25mm amplatzer amulet left atrial appendage occluder was implanted using an 12f amplatzer delivery sheath. During the procedure, transesophageal echocardiogram (tee) was used to guide the transseptal puncture. The sheath was inserted and advanced. A pigtail guidewire was placed in the appendage. Angiography was utilized. The device was deployed and readjusted several times until it was in an acceptable location on angiography and tee. A tug test was performed, and the device was released and successfully implanted. Prior to discharge, an echocardiogram was performed which showed no pericardial effusion. On (B)(6) 2023, the patient presented with chest pain and dyspnea and was admitted to the hospital. Another echocardiogram was performed which revealed a trivial pericardial effusion in the pericardium without hemodynamic compromise. A pericardiocentesis was performed. The patient remained hospitalized and stable. Subsequent to the previously filed report, additional information was received that there was only one deployment of the device, but it was adjusted several times before being implanted. The device was not partially recaptured or fully recaptured prior to implant. The patient was administered heparin during the procedure, and their activated clotting time (act) levels were above 250 seconds. Patient was in atrial fibrillation at time of procedure. The left atrial pressure was greater than 12mmhg. There were not multiple wire or delivery sheath exchanges.

Manufacturer narrative:
An event of a angina, dyspnea, and pericardial effusion was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. No information was received to indicate that the patient¿s monitored activated clotting time was abnormal. Information from the field indicated that the the patient presented with chest pain and dyspnea and was admitted to the hospital. An echocardiogram was performed which revealed a trivial pericardial effusion in the pericardium without hemodynamic compromise. A pericardiocentesis was performed. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6)2023, a 25mm amplatzer amulet left atrial appendage occluder was implanted using an 12f amplatzer delivery sheath. During the procedure, transesophageal echocardiogram (tee) was used to guide the transseptal puncture. The sheath was inserted and advanced. A pigtail guidewire was placed in the appendage. Angiography was utilized. The device was deployed and readjusted several times until it was in an acceptable location on angiography and tee. A tug test was performed, and the device was released and successfully implanted. Prior to discharge, an echocardiogram was performed which showed no pericardial effusion. On (B)(6)2023, the patient presented with chest pain and dyspnea and was admitted to the hospital. Another echocardiogram was performed which revealed a trivial pericardial effusion in the pericardium without hemodynamic compromise. A pericardiocentesis was performed. The patient remained hospitalized and stable.